Manufacturer narrative:
A ge service representative performed an onsite investigation. The isd pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.